Manufacturer narrative:
Based on the information available and the testing conducted, it was determined that the malfunction of the device was caused by a failed battery. The client replaced the battery, which enabled the device to resolve the issue. The reported problem was confirmed. It has been concluded that no further action is required at this time.

Event description:
It was reported the device cannot be started without a power cord. There was no patient involvement.